Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 3/9/2016. Add'l info.

Manufacturer narrative:
It was reported that following insertion the patient underwent vaginal reconstruction surgery on (B)(6) 2004 due to vaginal stenosis and shortening, severe levator muscle constriction in lower vaginal half, anterior to posterior vaginal wall adhesions.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.